Event description:
It was reported when the lead was placed epidurally a wet tap was done. The patient was admitted to the hospital the night of implant for a spinal headache and pocket hematoma. A pressure dressing was placed on the pocket which had helped. The next day the patient was still in the hospital with a complaint of spinal headache. The patient was on intravenous caffeine management with fluids. Additional information received six days later reported, the patient went home (B)(6) and was readmitted on (B)(6). The patient¿s stimulator had not been turned on due to the complications. Additional information received two days later reported the patient would be receiving a blood patch for her cerebrospinal fluid (csf) leak. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported the patient¿s healthcare professional did a blood patch that was successful. It was noted the patient¿s spinal headache was gone and the hematoma/seroma was vastly improved. It was further noted that the implantable neurostimulator was turned on and the patient was receiving good therapeutic stimulation.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).